Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. No additional patient or event information is available. The receiver was received for evaluation. An external visual inspection was performed and the receiver passed. A charging and boot test was performed and the receiver passed. Review of the log data was performed and a firmware error was observed. The reported issue of error icon was confirmed via product testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The receiver was evaluated. An internal visual inspection was performed and passed. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.